Manufacturer narrative:
.

Event description:
It was reported that pace/sense impedance issue was observed. Lead fracture was suspected. The lead was capped and abandoned. No complication and no patient symptoms were observed.